Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed scratched lcd lens and traces of fluid ingression found near the usb port connector. The tamper seal was broken. Unable to review event history log due to fluid ingression on the usb port connector. A functional test was performed and the reported issue was not duplicated. The most probable cause of the reported issue was due to fluid ingression of the dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(6).

Event description:
It was reported that while in use with a patient, the device exhibited "cassette damage, cassette not attached properly errors, and unable to duplicate". Medical intervention was required. The patient's pain medication treatment was delayed 2 or more hours. They had to be transferred to an inpatient unit for pain control. The issue was resolved by providing IV narcotics by an alternate method. The patient received a new pump and was able to return home with good pain control.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.